Event description:
The baxter technician reported a pump with an open key that is not working. The condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
The reported condition of open key not working was confirmed. Inspection of the pump revealed the open key not working was caused by a faulty pump head module (phm) keypad. The phm keypad was replaced in the pump to correct this condition.